Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the first xience v was advanced to the lesion, and during deployment of the stent, a proximal dissection occurred. An additional xience v stent was advanced to treat the dissection; however, it failed to cross and during removal, the stent caught on the previously deployed stent, and dislodged from the balloon. A snare device was used to retrieve the stent from the patient. The procedure was continued successfully with the deployment of another xience v stent for treatment of the dissection, with no further issues. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection is listed in the IFU as an adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of a device malfunction. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause for the reported dissection and the relationship to the device cannot be determined.